Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging an error 4 message issue with the one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #2 (submission 12/04/2012)- lifescan completed device evaluation on the returned meter on (B)(4) 2012 and not on (B)(4) 2012 as previously reported.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (submission 11/27/2012)-device evaluation: lifescan (lfs) received the test strips with the complaint and completed device evaluation on (B)(4) 2012. Investigation confirmed the issue: an "error 4" issue was duplicated during testing. Lfs also received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged error message was confirmed in the error log but the error was not reproducible during investigations.